Event description:
The user facility reported that water was leaking from their century sterilizer. No injuries, procedural delays/cancellations or property damage reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the water line had a small hole/crack. The technician replaced the water line and steam line with copper piping and confirmed the unit was operational, no further issues have been reported. The sterilizer is under steris service contract and was last serviced on (B)(4) 2012, when the unit was found to be operating to specification; no leaks were noted.